Manufacturer narrative:
Attempts to obtain the model/serial information of the involved products is ongoing. No additional information is available at this time. If additional information becomes available this report will be updated.

Event description:
Boston scientific received information that this pacemaker was suspected of farfield oversensing resulting in inappropriate mode switch episodes. Both the ra and rv configurations were reprogrammed to unipolar pacing. Two months later there was an electrogram (egm) indicating noise on the rv channel. A conductor fracture was suspected. All other electrical measurements were within normal limits. The device was again reprogrammed to vvir pacing mode. The patient was recently in for a follow-up appointment and there was no evidence of any artifact on the egm. The device was programmed back to dddr. No adverse patient effects were reported.